Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately erratic and inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter inaccuracy began 2 months prior to contacting lfs. The patient reported obtaining what she felt were inaccurate high blood glucose readings of ¿355, 460 and 393 mg/dl¿ with the subject meter and ¿407 and 383 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. In addition, meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient stated that she manages her diabetes with novolog insulin, self-adjusted on a sliding scale. As a result of the alleged issue, the patient claimed she took an adjusted dose of 8 units of novolog insulin on (B)(6) 2018 at 4:15 pm and 1 hour later, experienced a ¿seizure¿. There was no report of any medical treatment/intervention received due to the alleged issue. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. The csr noted that the patient was testing with test strips that had been stored correctly, were not expired or past their discard date. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking an adjusted dose of insulin based on alleged inaccurate results obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.